Event description:
The customer observed a falsely decreased hemoglobin results generated on the cell-dyn ruby analyzer for one patient sample. The customer noticed that the patient measurement was different on the cd ruby compared to the cd emerald. The measurement was initially released with the result of cd ruby, but then withdrawn. The following results were provided: cd emerald result was 5.6 mmol/l, cd ruby result was 4.6 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. The field service representative checked the voltage and hemoglobin (hgb) outputs for the cell-dyn ruby and the instrument was adjusted. Field service resolved the customer¿s request to align cell-dyn ruby instrument, and the complaint issue was resolved by cleaning the hgb flowcell. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the cell-dyn ruby, sn 71621bg was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section e1 phone number completed information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased hemoglobin results generated on the cell-dyn ruby analyzer for one patient sample. The customer noticed that the patient measurement was different on the cd ruby compared to the cd emerald. The measurement was initially released with the result of cd ruby, but then withdrawn. The following results were provided: cd emerald result was 5.6 mmol/l, cd ruby result was 4.6 mmol/l. No impact to patient management was reported.